Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (circumferential amount of calcification in the aortic neck). Conclusions: (circumferential amount of calcification in the aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 90 mm diameter abdominal aortic aneurysm approx two months ago. The vessels were moderately calcified and mildly tortuous. The aortic neck measured 25 mm in diameter at the renal arteries, one cm below the renal arteries, the aortic neck measured 28 mm in diameter and it was 3 cm in length. There was circumferential moderate amount of calcification in the aortic neck. It was reported that the pt presented for a routine f/u and the CT scan demonstrated a proximal type I endoleak. The pt was brought back approx one month ago and was treated with another MFR's stent which was placed into the right renal artery in a "chimney" technique, followed by implant of another MFR's aortic cuff stent graft and the endoleak was resolved. The physician commented that there was 5 mm of thrombus build-up within the stent graft. No add'l clinical sequelae were reported and the pt is fine.